Manufacturer narrative:
Unit had button error alarmed due to moisture on keypad trace. Display function properly. No blank display noted. No moisture damage found on electronic assay and motor. Also, unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had blank display, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 91 mg/dl. Troubleshooting was performed. The device was returned for analysis.